Event description:
It was reported that during a ptca/stenting treatment procedure, a portion of the pt2 moderate support 185 cm str guidewire became fractured and remains in the pt's body. The wire had been delivered into a 90 degree bend in the diagonal branch of the left anterior descending artery (lad) when the tip fractured off. The physician attempted to remove the wire fragment with a snare, but was unsuccessful. The procedure was discontinued and pt is reportedly 'doing fine'.

Event description:
It was further reported that the lesions being treated were calcified and demonstrated 90% stenosis in the proximal left anterior descending coronary artery (lad) and 75% stenosis in the proximal diagonal branch coronary artery (diag). The pt was asymptomatic during this event. The physician used a 6f cordis introducer sheath for vascular access and a cordis xb guide catheter to cross the lesion. It is noted that the guidewire was manipulated through a metal entry needle and that difficulties occurred with guide catheter seating and support which required repositioning maneuvers. The guidewire had been inserted through the lad stent in an attempt to treat the diag lesion. The final result was successful stent deployment to the lad lesion with an unsuccessful attempt to stent the diag lesion. The pt's status is reported as 'stable with wire tip left in the diagonal' coronary artery.